Manufacturer narrative:
Evaluation codes: updated. Four (4) photos and one (1) device received in used condition without the original packaging. The device was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination and no visual defects were detected in the sample. A leak test was performed, and the cuff inflated correctly and remained inflated during the test. Unable to confirm the complaint. A device history record (DHR) review could not be performed as the device lot number is unknown. No action taken as the complaint was not confirmed.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that while in use, the cuff deflated. It was reported no patient injury and there is no additional information available for this event.